Event description:
Oos report states this lead was unable to capture in the ventricle possibly due to localized tissue damage. Lead was explanted due to inability to move lead without damaging it. This lead was replaced with ans active fixation lead.